Event description:
Pump reported an altitude alarm issue. Blood glucose level was reported as "high," exceeding 500 mg/dl (27.7 mmol/l), but the specific value remained unknown. Customer addressed the high blood glucose level by administering a correction injection via manual daily injection (mdi), did not require third-party assistance, and resumed normal operation after replacing the cartridge. Additional tips for preventing altitude alarms were provided and understood by the caller.